Manufacturer narrative:
Additional devices for this complaints: outflow graft 380373-8667 - 1125 - MFR. Date: 03/31/2016 - exp. Date: 03-31-2021. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
A report was received that during implant and first hour thereafter, the patient had high power which was interpreted by the vad coordinator as buffing. Approximately four hours following implant, the patient developed hemolysis, accompanied by a further increase in pump power. Preliminary log file analysis confirmed power consumption above normal operating range. The decision was made to exchange the pump. Clots were found in the patient's outflow graft during pump exchange. The last report received indicated that the patient is doing fine in the normal ward of the hospital. Reportedly, the patient did not have a recent illness that may have precipitated the event. The patient was therapeutic on anticoagulation. The medical team believes that a thrombus was sucked into the pump from the left ventricle during implant. The site does not deem the event as device-related. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device added for this event: outflow graft 380373-8667. Device available for evaluation: yes, device was available for evaluation. Device evaluated by manufacturer: yes, device was evaluated by manufacturer (B)(4). (B)(4) and a segment of the outflow graft lot #380373-8667 were received for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported "high power" event was confirmed via review of the controller log files which revealed a rise in power consumption on (B)(6) 2016 to parameters above the normal operating range. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathology report revealed evidence of thrombus within the pump. Visual examination of the outflow graft did not reveal any anomalies. No evidence of thrombus was found within the outflow graft during pathological examination. Of note, the site noted some clots in the outflow graft during pump exchange. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event.  Though the root cause of the reported event cannot be conclusively determined; there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.